Manufacturer narrative:
The 3003721894-2017-00061 is associated with (B)(4), polident adhesive freshmint. Polident adhesive freshmint is marketed as super poligrip in the us. No sample was returned for this complaint; therefore, a full investigation could not be completed, and the complaint could not be substantiated. (B)(4).

Event description:
This case was reported by a consumer via call center representative and described the occurrence of burned mouth in a female patient who received double salt dental adhesive cream (polident adhesive freshmint) cream for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started polident adhesive freshmint. On an unknown date, an unknown time after starting polident adhesive freshmint, the patient experienced burned mouth (serious criteria gsk medically significant), allergic reaction and product complaint. On an unknown date, the outcome of the burned mouth, allergic reaction and product complaint were unknown. It was unknown if the reporter considered the burned mouth and allergic reaction to be related to polident adhesive freshmint. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the consumer reported: "I have been using suspect product for a while now. I had an allergic reaction (i.e. Burn my mouth) with the suspect product I purchased which had '3d hold' on the packaging. Old one does not contain zinc. If you say that the formulation is the same, I will try it again. I'm in a hurry and could not provide any further information." Final qa results received on 06 february 2017: this complaint was deemed unsubstantiated.

Manufacturer narrative:
MFR report 3003721894-2017-00061 is associated with argus case (B)(4), polident adhesive freshmint. Polident adhesive freshmint is marketed as super poligrip in the us.

Event description:
Burn my mouth [burned mouth], allergic reaction [allergic reaction]. Case description: this case was reported by a consumer via call center representative and described the occurrence of burned mouth in a female patient who received double salt dental adhesive cream (polident adhesive freshmint) cream for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started polident adhesive freshmint. On an unknown date, an unknown time after starting polident adhesive freshmint, the patient experienced burned mouth (serious criteria gsk medically significant), allergic reaction and product complaint. On an unknown date, the outcome of the burned mouth, allergic reaction and product complaint were unknown. It was unknown if the reporter considered the burned mouth and allergic reaction to be related to polident adhesive freshmint. Additional details: the consumer reported: "I have been using suspect product for a while now. I had an allergic reaction (i.e. Burn my mouth) with the suspect product I purchased which had '3d hold' on the packaging. Old one does not contain zinc. If you say that the formulation is the same, I will try it again. I'm in a hurry and could not provide any further information."